Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of nine devices. Initial visual inspection of the instruments noted no abnormalities. Functionally, the first four instruments were loaded with an articulating vascular/medium reload. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each instruments firing rack. The fifth and sixth instruments were then successfully loaded with an articulating vascular/medium reload. It was observed that each instruments handle would return to its initial position when the handle is actuated the first time. Additionally, each instrument could be cycled without pressing the green firing button. Each instrument was dismantled for visualization of internal components. It was observed that the grasping mechanisms were fractured. Functional testing of the seventh eighth and ninth instruments found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
Nine stapler handles and two reloads were returned without any accompanying information.